Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) - persistent procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis. The pericardial effusion was noticed after the completion of an afib procedure. The patient experienced a decline in blood pressure after the procedure. The pericardial effusion was confirmed using x-ray, where they saw that there was no clear heart border. The medical intervention provided was a pericardiocentesis and the patient was reported to be in stable condition. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. During product analysis, the lot number was verified to be 31196358l. This was verified by electronically erasable programmable read only memory (eeprom) file. A manufacturing record evaluation was performed for the finished device number lot 31196358l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - persistent procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis. The pericardial effusion was noticed after the completion of an afib procedure. The patient experienced a decline in blood pressure after the procedure. The pericardial effusion was confirmed using x-ray, where they saw that there was no clear heart border. The medical intervention provided was a pericardiocentesis and the patient was reported to be in stable condition.